Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient says that when they try to use their controller they get a settings not available screen. They said this started happening a week ago. Patient says they have one of their zones set at 3 and it won't go any higher, and they put it at 2.9 to see if that would work and now it won't adjust any higher. Patient has had no falls or trauma, but says they have had some heart problems and had an EKG and had stimulation turned on during it. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.